Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. X-ray confirmed the lead had dislodged. The patient underwent a surgical intervention to reposition the lead. The next day during the pre-discharge check, undersensing and loss of capture were obervered, and the patient had the lead repositioned again. The lead remains in service. No additional adverse patient effects were reported.